Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit gave low readings with pediatric sensors. The customer reported that the unit often took 45-60 seconds or more to read and readings were low (92-93 with good waveforms) when the saturation should be 98-99. This low readings have come in several kids with no reason to have a low pulse, i.e. Warm feet, no fevers and no respiratory illnesses. It was indicated that there was no patient outcome abnormalities.